Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter fell out of patient, balloon found to be empty (balloon port leaking).

Event description:
It was reported that the temperature sensing foley catheter fell out of patient, balloon found to be empty (balloon port leaking). Per customer via email on 20may2025, it was reported that the lot number on the foley is ngjt2051 and there are no patient identifiers available. Both patients had to have a foley re-inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Received two (2) all-silicone foley catheter without original packaging. Verified material number 119314 and manufacturing lot number ngjt2051. Visual (sample 1): visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon observed at 80:20. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. Visual (sample 2): visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the trifurcation. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter fell out of patient, balloon found to be empty (balloon port leaking). Per customer via email on 20may2025, it was reported that the lot number on the foley is ngjt2051 and there are no patient identifiers available. Both patients had to have a foley re-inserted. Per investigator's notification received on 27oct2025, it was reported that asymmetrical balloon was found during sample evaluation.